Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the fill tubing process has been using more insulin than usual. There were no leaks observed. There was no reported impact to the customer's blood glucose level. The contact could not provide any further information regarding the event. Although requested, additional information was not provided.